Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling pulsing on their left side. The clinician also reported that the patient had left ventricular (lv) lead stimulation in the past and now was complaining about intermittent fluttering. The lv lead remains in use. Additional information received indicated approximately ten days later the patient was seen in clinic. The lv vector was reprogrammed. No further patient complications have been reported as a result of this event.